Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient was reportedly ¿more shaky¿ than normal on the day of the report and it started at ¿approximately 10 am¿ on that day. No further information was reported. If additional information becomes available, a follow-up report will be submitted.